Event description:
The customer stated the cell-dyn sapphire hemoglobin syringe fail to home error messages occurred one day after the installation of a sapphire hemoglobin syringe. The customer verified the syringe was installed properly, cleaned it per abbott's troubleshooting recommendations, however, the issue was not resolved. The customer installed other replacement syringes without resolution. The customer was sent new syringes and after installation of the replacements, the analyzer was performing within specification and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 08h49-02, manufactured 4/30/07. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.